Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver displayed an err121. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. An internal visual inspection was performed and failed due to moisture damage. A charge and boot test was performed and failed. The receiver data log was downloaded and reviewed and firmware errors were observed. The reported event of an error icon display was confirmed during log review. A probable cause was determined to be moisture damage.